Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports a non-specific issue. The unit was sent to a covidien service center. Upon triage, a service technician found the power cord is damaged showing copper wires and is an electrical safety hazard.